Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Product lot number was not returned, therefore the manufacturing date, field age of the device, and device history review could not be determined. The reported device is used for treatment. Without device lot number complaint history search could not be performed. It could not be confirmed if the device was used in an approved and compatible combination. Patient history and adherence to rehabilitation protocols are unknown. With the information provided, a definitive root cause cannot be determined with the information provided.

Event description:
Investigation determined that the patient outcome was due to trunionosis.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site under 0002648920-2019-00488.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site under 0002648920-2019-00488.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and possible metallosis.

Manufacturer narrative:
The follow up report is submitted to relay additional information received unknown zimmer m/l stem size 9 unknown trilogy cluster 54 mm shell unknown longevity poly acetabular liner. The corrections made has no change in the investigation results which were previously reported.

Event description:
It was reported that the patient underwent a initial rightl hip arthoplasty and was revised due to pain, metallosis, pseudo tumor and corrosion. During the revision procedure, fluid, abductor deficiency and a bald trochanter, and synovitis were noted. No additional information is made available.